Manufacturer narrative:
The patient remains on vad support with the pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a ventricular assist device. Approximately 4 years post implant it was reported that the patient was in the outpatient clinic and the vad coordinator noticed a tear in the pressure tube between the pump head and the y connector. The vad coordinator closed the tear by applying rescue tape around the tube. A pump head exchange was recommended.

Manufacturer narrative:
The reported event was unable to be confirmed as the device remains in use with the patient and was not available for evaluation. In addition, no photographs of the device were submitted; therefore a specific cause was unable to be determined. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.